Event description:
Device malfunction: incorrect deployment. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. Maude event report received states "pt was undergoing an elective angiographic assessment for angina. The perclose closure device did not deploy correctly in the vessel. No injury to the pt." The physician, trained in the use of the proglide device, attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was retained by the hospital. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.